Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. After an unspecified guide wire crossed the target lesion, the 6.0mm x 40mm, 40cm mustang balloon catheter was advanced for dilation. The balloon was inflated however, it ruptured at 6 atmospheres on the first inflation. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).